Event description:
Cameron health received information that approximately one (1) month after implant, the s-ICD system (pulse generator and electrode) was explanted due to pocket infection. It was reported that the patient had previously been treated with antibiotics unsuccessfully. There were no adverse patient effects reported as a result of the explant. The pulse generator and electrode have not been returned.

Manufacturer narrative:
A device history record review, including sterility records, for the electrode and pulse generator were conducted. No issues were identified that would have impacted this event. As no further information concerning this report is expected, our investigation will be updated should further information be provided.